Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported the catheter was inserted into a (B)(6) female patient with crohns disease. The line was placed on (B)(6) 2014 at the bedside. Documentation of leaking started after day one dressing change. She was noted to be puffy and leaking the IV fluid (tpn) from the site. As a result, the infusion was stopped and the line was removed and deemed infiltrated by the attending physician. They do not know if this caused a delay in treatment and there was no patient death reported. The complication was noted to be the infiltration at the insertion site.